Manufacturer narrative:
According to the customer, on (B)(6) 2026, he was sitting on the rollator when the front right wheel broke off, causing him to fall. The customer reported that warm water spilled on him but stated it did not cause a burn. The patient reported an abrasion to the hand and minor bruising. The patient contacted his son, who came and assisted him up. No serious injury or medical intervention was reported. A sample has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2026, he was sitting on the rollator when the front right wheel broke off, causing him to fall. The customer reported that warm water spilled on him but stated it did not cause a burn. The patient reported an abrasion to the hand and minor bruising. The patient contacted his son, who came and assisted him up. No serious injury or medical intervention was reported.